Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of hi back to back with a result of 229 mg/dl when testing was performed 1-2 minutes apart on the advantage system. As a result of the comparison, customer stated delaying her normal dosage of insulin due to not being sure of the readings; however, no other actions were taken or treatment received reportedly as a result. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number of 549060 with an expiration date of 05-31-2007.